Manufacturer narrative:
Device evaluated by MFR.: a gladiator device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 23 mm in length and extended from a position 10 mm proximal of the proximal markerband to 25 mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination identified multiple shaft kinks along the length of the shaft. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon pinhole occurred. The patient presented with vascular stenosis at stoma site. The stenosed target lesion was located in the left upper extremity. A 7.0 x40, 75cm gladiator elite balloon catheter was selected for use. During priming, a balloon pinhole was noted. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon pinhole occurred. The patient presented with vascular stenosis at stoma site. The stenosed target lesion was located in the left upper extremity. A 7.0 x40, 75cm gladiator elite balloon catheter was selected for use. During priming, a balloon pinhole was noted. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.